Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing of the device that deviated from the instruction manual from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis lucera elite colonovideoscope had a blurry image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign object]. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the nozzle had a foreign object due to insufficient cleaning. Additional evaluation findings were as follows: due to dirt on objective lens, the image has a stain, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a chip, the adhesive on bending section has a crack, the adhesive on bending section cover has white-clouded area, the scope-connector was dirty due to water leakage, the scope-connector was deformed, the scope-connector has discoloration, the objective lens was dirty, the light guide lens has a crack, the suction-cylinder was shaved, the switch1, the connecting tube, the protector of universal cord on scope-connector side all have a scratch, the plastic distal end cover has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.